Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was leaking insulin from the reservoir. Blood glucose level at the time of the incident was 500 mg/dl. The caller also stated that the p-cap was loose. The caller was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 sealed reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.